Manufacturer narrative:
(B)(4). D10: 00-8114-004-23 item name cpt 12/14 sz 4 cocr 230mm ext lot # 64309680; 00-2232-004-18 item name cable ready gtr cocr cable lot # 66577127; 00-2232-004-18 item name cable ready gtr cocr cable lot # 66418003; 802403603 item name constrained head 12/14 taper 36 mm diameter +0 mm neck length for use with freedom constrained liners lot # 3171488; 11-107124 item name freedom all poly cup 54mm lot # 437070. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a second stage revision procedure after a successful first stage due to unknown reasons. There is no additional information available. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, d4, g3, g6, h2, h4, h6 suggested component code: mechanical (g04) - head, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and were not reviewed by a health care professional as user error was determined during follow up. The root cause of the reported event is attributed to the user not following instructions for use IFU indicates under the contradictions section that the device should not be used if there are any active or suspected infection in or about the hip. The event is confirmed as the kiwi hip procedure was used rather than spacers. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.